Manufacturer narrative:
On november 16, 2021, mentor became aware that the date of surgery is (B)(6) 2021. Reason for device explant and/or reoperation: right pain and rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3504254bc; serial number (B)(6) on the left side, and catalog number 3503504bc serial number (B)(6) on the right side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on the left side, and with 275cc mentor memorygel breast implant on the right side and experienced right side pain, and breast implant rupture, and left side capsular contracture; baker grade unknown postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On january 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On january 10, 2022, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV on the left and ii on the right. Hence, clinical code under field h6 has been updated to capsular contracture on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 9, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel mod-rnd 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2022, mentor became aware that the patient experienced left side rupture, and right device was intact. It was mentioned in the operative report that there was cloudiness inside the left implant and small micro ruptures. Medical device problem code (field h6) has been updated to "adverse event without identified device or use problem" on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).